Event description:
Device 2 of 2. Reference MFR. Report #1627487-2018-13395.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2: reference MFR. Report #1627487-2018-13395. It was reported the patient never received right sided coverage. The patient underwent surgical intervention on (B)(6) 2018. During surgical intervention, the doctor decided to disconnect the patient's right side lead and implant a new right side lead. The patient's original right side lead remains implanted. Note: both of the patient's leads are being reported because it's unknown which device is the patient's original right side lead.